Event description:
The r.n. Reported that the arterial line clave broke at the hub and blood backed up into the line set up. The arterial line is the bard statlock catheter stabilization device, which comes in the arrow arterial access tray. Manufacturer response for arterial statlock catheter stabilization device, arterial statlock tubing (per site reporter). The manufacturer's business representative responded planning on reporting it internally in bard, and sending us packaging to return the item to bard for inspection.